Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the manufacturing directions of the involved lot were reviewed and met all release criteria. Historical review of this complaint event determined it to be low occurring. High gas-producing organisms such as the isolates identified by the customer, clostridium perfringens, are a known hazard when enclosed in the bottle, as they can produce enough gas to cause the septum to bulge, and in rare cases, can leak through the inoculation hole or the crimp seal, if left incubating too long, post positivity. The root cause of this complaint was determined to be process related.

Event description:
A customer in (B)(6) notified biomérieux of leakage associated with a bact/alert® bottle in the virtuo instrument. The result was not delayed. However, other samples which were planned to be incubated in this instrument were loaded later than planned. They had to be transported to another department where there is another virtuo instrument. There is no indication or report from the laboratory that the bottle leakage led to any adverse event related to the user's state of health. There is no indication or report that the incurred delay in reporting results had adverse impact to the patient's state of health. Biomérieux investigation will be initiated.